Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The report of suspected pump thrombus and hemolysis can be confirmed based on the evaluation of the returned pump; however, a correlation between the reported gi bleed and the device could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Upon disassembly of the pump, thrombus formations were found adhered around the inlet bearing cup as well as the inlet bearing ball and rotor inlet. The two thrombus rings were similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombus rings revealed areas of denaturation adjacent to the bearing cup and ball and also appeared to form in laminated layers, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the thrombus formations could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis. The thrombi could have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s pump was exchanged on (B)(6) 2015, due to suspected thrombus. The patient had early and continued pump power elevations, elevated lactate dehydrogenase, acute kidney injury and positive ramp studies. It was reported that the patient had a long hospital stay and the hospital staff was trying to get him to transplant rather than replace his pump. Prior to implant in (B)(6) 2014, the patient had a cardiac arrest and presented to this hospital with another manufacturer¿s percutaneous catheter based pump that was "destroying his red blood cells". He developed liver issues as a result. In (B)(6) 2015, the patient experienced a gi bleeding event after receiving IV heparin. He developed heparin-induced thrombocytopenia (hit) and was switched to argatroban. His chromogenic factor 10 levels were therapeutic prior to admission at 33-35% (goal was 30-40 %). The patient also had a history of (B)(6). The patient¿s pump was ultimately exchanged on (B)(6) 2015, as a result of his decreased hemoglobin, increased creatinine, and heart failure symptoms.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The pump was returned to the manufacturer for evaluation. The evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.